Event description:
It was reported during prostate procedure, error codes 213 were observed twice and 302.13 was observed one time was reported. The errors were observed in the middle of the procedure was reported. The procedure could not be completed due to this issue and was aborted. The patient will be rescheduled was reported. Patient outcome: "none" reported.

Manufacturer narrative:
System analysis/ service repair performed in the field on june 07, 2018: the reported issue of error codes was confirmed. The master control board (mcb) and laser power supply (lps) were replaced. The laser was calibrated and validated.